Event description:
Reporter indicated that vns patient developed an infection. The pt was scheduled for follow-up with neurosurgeon to consider device explant. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection and if the pt has undergone vns therapy system explant.